Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was high, however, an exact blood glucose (bg) level was not provided. The customer replaced the pump supplies to address high bg and resumed insulin therapy.